Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file. Device received with cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed motor error. The customer stated that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer also stated that the insulin pump received motor position encoder error alarm and insulin pump had cracks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.